Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported leaving a clamp open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check supply line alarm, a technical service representative (tsr) discovered that a patient failed to close a clamp on an unused supply line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.